Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the promus was unable to cross the lesion, which had not been pre-dilated (contrary to IFU). The device was pulled back into the guide catheter. Resistance was felt when removing the catheter from the patient and the catheter became stuck. At this time everything was removed from the body, and it was discovered that the stent was proximal to the balloon on the catheter shaft. The case was successfully completed with a new promus stent. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results: product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible on the shaft and blood in the guide wire lumen. The stent implant had dislodged from the balloon proximally and was located on the distal shaft. There were two struts in the first row of proximal struts that were bent and slightly twisted. There was no other damage noted to the stent implant. The balloon was loosely folded. The proximal taper of the balloon was wrinkled. The inner member was also wrinkled for a length of 5 mm distal to the proximal seal. The shaft was slightly wrinkled 3 mm proximal to the proximal seal. There were three kinks in the hypotube 18.2 cm, 2.6 cm and 0.7 cm proximal to the guide wire exit notch. There was a kink in the hypotube at the distal end of the strain relief tubing and a bend in the hypotube 4.4 cm distal to the distal end of the strain relief tubing. There was no other damage noted to the sds. There were no kinks noted to the tip or inner member. The guiding catheter used during the procedure was not returned. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant and these did not meet manufacturing criteria.